Event description:
It was reported that the patient developed an infection with vegetation on the leads. The patient received intravenous (IV) antibiotics on an outpatient basis. The device and two leads were explanted and replaced six days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr implantable pulse generator, (B)(6) 2011; 5076 implantable pacing lead, (B)(6) 2004. (B)(4).